Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j11014r53, implanted: (B)(6) 2002, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8596sc, serial# (b)(4,) implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving an unknown medication via an implantable infusion pump. The indication for use was noted as spinal pain. It was reported that there was a discrepancy on the drug retrieved at the last refill. It was unknown what led to the event, as the patient did not report extra pain or withdrawal symptoms. The hcp would recheck this at the next refill. There was no surgical intervention performed. The patient status at the time of this report was alive - no injury. The patient's pertinent medical history was requested, but was unavailable. Further follow-up was conducted to obtain additional information. If additional information is received, a follow-up report will be sent.